Manufacturer narrative:
The affected evita v600 device was analyzed via provided information and the secured log files. The analysis of the logs shows no malfunction or restart on the day mentioned (02.19.2026). It could be identified that the error messages ¿device failure (14)¿ and the subsequent ¿alarm system failed¿ were issued one day before the reported event. Both alarms resulted from a temporary impairment of the internal hdbaset communication between the ecd and the ventilation unit. In such cases, display functions may be affected and the screen may turn black. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on the technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The device reacted as specified and needs to be checked according to the proper fitment of system cable and pba syscon ecd. Field quality data are monitored and assessed by responsible product quality board. The results of this investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the screen was restarted during connected to the patient. The ventilaton was working with no stop. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen was restarted during connection to the patient. The ventilation was working with no stop. No patient health consequences have been reported.